Event description:
Customer reported being found by family member in a "diabetic come" around 7 am. Family member called emt and they treated pt with sugar. Customer could not recall glucose testing performed on them and was unsure of other treatment received. No controls. A request was made for return product and replacement product was sent.